Event description:
Approximately five months after the coil embolization of a ruptured right posterior communicating artery aneurysm, the patient underwent a second procedure to place additional non-boston scientific coils and a non-boston scientific stent to improve the occlusion of the aneurysm.

Manufacturer narrative:
Device manufacture date: unknown.